Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels reaching 7-8 mg/dl resulting in multiple hospitalizations. The customer and nurse attempted to change the insulin ratio on the pump; however, the change could not be performed for an unknown reason resulting in an insulin amount being delivered that caused the low bg. Although requested, customer declined to provide additional information.